Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - h6(medical device ¿ problem code, health effect ¿ impact code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse tested the unit in diagnostics and observed pressure drive on the drive transducer. The fse isolated leaking to k8 on the drive manifold. The fse also observed saline damage to the front end board. The fse replaced the drive manifold and the front end pcb. The unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb front end module serial number (B)(6). Drive manifold 14 25157 47_kip. The failure analysis and testing dept. Performed a visual inspection and observed a white residue on part number 0670-00-0668 pcb front end module serial number 14 5621152_keta, which is consistent with saline. Due to the saline spill on the board, the fat cannot investigate this board any further. Please see attachment. Drive manifold 14 25157 47_kip was found in good condition. The failure analysis and testing dept. Installed drive manifold 14 25157 47_kip into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The drive manifold failed the k6, k6a, k7, k8 leak test. The fat booted the system up in clinical mode, performed an autofill to allow the cs300 to pump. A low vacuum alarm was observed on the display along with an audible alarm. The fat was able to replicate the complaint of a low vacuum alarm. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number (B)(4) rev. At. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj failure analysis received from the supplier for the part. Please see attachment. They stated: "in summary we conducted standard testing on the returned unit sn (B)(6). The unit passed resistance and pull in and cycle testing. Leakage test for k6 failed the testing. K7 and k8 leakage testing passed. We opened the unit and inspected the plungers and the guides. Debris caused by the degradation of the rubber seals and bumper was observed with the unit. This type of degradation is typical for a unit of this age that would see many cycles in its decade of use." Root cause for this part is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au.

Event description:
It was reported that cs300 intra-aortic balloon pump had low vacuum alarms. Patient was involved.

Manufacturer narrative:
Due to character limit in e1, event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.